Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the thermogard hq console (sn (B)(6)) involved in the reported complaint will not be returned to a zoll service depot for evaluation because the customer resolved the issue by manually cleaning and drying the console. The root cause of the complaint is attributed to an overflow of saline from the start-up kit (suk) leak. The console was tested and functioned as intended during the call with zoll. The thermogard hq console was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported on day 5 of use on a 58-year-old male patient, the start-up kit (suk) was found to be leaking, causing ponding of saline around the thermogard hq console (sn (B)(6)). The console displayed "air trap" on the screen. The suk was replaced, and thermogard hq console was replaced with a thermogard xp console to continue therapy. No injury to the patient.